Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The logged service required code indicated a failure with the system pca. The device's system pca was replaced to correct the issue. In addition, an internal battery failure code was identified in the downloaded error log - the internal battery was replaced to correct the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.